Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: lcp condylar plate broke post-op, pt suffered from osteosarcoma on the right distal femur, surgery (resection of osteosarcoma) took place in (B)(6), 2011 and pt was treated by means of lcp condylar plate. On (B)(6), 2012 x-rays showed that the plate was broken, on (B)(6), 2012 revision surgery has taken place during which the broken plate was removed and a new plate was implanted.

Manufacturer narrative:
The investigation could not be completed as the product is entering the eval process.